Manufacturer narrative:
While performing a review of additional information provided by the customer, there was no patient involvement, therefore, no patient death, serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. File (B)(6) is no longer considered reportable, please disregard any reports associated with it.

Manufacturer narrative:
Other, other text: b3: date of event unknown; no information has been provided to date. One infusion pump was received for evaluation. Visual inspection found the tamper seal broken, cracked right plunger head case, plunger flippers are not seated properly, damaged top case on the lower left corner and power receptacle seal. Event history log showed positive supply bgnd test error was seen. The issue was duplicated at power up. The cause of the reported issue was the main board is not operating as intended. Repairs done to correct the reported issue was to replace the main board and plunger cable. Performed power up process, preventive maintenance and all functional tests. With no indication of a manufacturing issue, no device history review was conducted. A review of service history found the device had not been in for service in the previous year.

Event description:
It was reported the device exhibited background positive supply test error. It is unknown if there was patient involvement and no adverse patient effects were reported by the customer.